Event description:
Five devices (part#cev649-5b (qty2), cev10195r, cev538t5, and cev625-1) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 5: cev10195r, lot#120521, mfg date: 05/2012. Device 3 of 5: cev538t5, lot#120504, mfg date: may 2012. Device 4 of 5: cev625-1, lot#120514, mfg date: may 2012. Device 5 of 5: cev649-5b, lot#121001, mfg date: october 2012. The device (part#cev649-5b-lot#120317 and 121001) were) evaluated and indicated that the instrument sheathing were damaged and presents traces of collision. The instruments sheathing were very likely damaged resulting from collisions and abrasions during use or the reprocessing stages. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4). Cev10195r was evaluated and indicated that the plastic wheel was blocked and turns poorly. Cev538t5 was evaluated and indicated that the screw was probably tightened by the users. Cev625-1 was evaluated and indicated that the handle was jammed and difficult to use. The jam was due to a lack of regular lubrication on the instrument. Cev649-5b was evaluated and no problem was observed. Instrument was in accordance with the MFR's specs.